Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous cea result generated on a unicel dxi 800 access immunoassay system. The customer re-ran the samples and the result was within normal reference range. The initial erroneous result was reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse inspected the instrument and found that it was due for preventative maintenance (pm). The fse performed the pm and verified the instrument per established procedures and results met published performance specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 thru (B)(4) 2010 for additional reportable events.